Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
It was reported that the patient had pocket erosion. The entire implantable cardiac defibrillator system was explanted. The patient was in stable condition.